Manufacturer narrative:
Visual assessment of the device shows the device was received in used condition. The depth limiter was on the device; t1 was not returned and t2 and the suture were returned detached from the needle. The needle delivery system was found to be bent. A functional test was performed. At first the actuator would not cycle. After freeing, it repeated its cycle. With the damage and use noted, root cause for this complaint cannot be supported. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t2 fell off of the fast-fix device after t1 was deployed. Both t1 and t2 were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.